Event description:
The attending physician observed a screw backing out from an anterior cervical plate post-operatively on films taken during a follow-up exam. A revision surgery was performed in 2009 to remove the construct.